Event description:
It was reported that during a dilatation of a dialysis shunt, a balloon rupture occurred. The dialysis shunt was in the left arm. The vessel was mildly tortuous. The lesion was 70% stenosed and not calcified. The sterling 8.0 x 40mm/135 cm 4french balloon catheter was advanced to the site. The balloon was inflated two times for 30 seconds at 8atm. The balloon ruptured during withdrawal of the catheter, a circumferential tear was reported. Forceps were used to remove the remainder of the catheter. The entire balloon was removed from the pt. The dilatation of the hemodialysis shunt was successful. No pt injuries or complications were reported. The pt's current status is reported as "good".